Event description:
Additional information was received indicating that there was no unusual resistance felt during loading and no loading difficulties were noted. It was reported that the ¿spine shafts¿ cracked and that the patient¿s tortuous anatomy contributed to the issue. The need to prepare and load a new valve resulted in a procedural delay.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was initially deployed but the position was considered to be too low. The valve was recaptured and positioned a second time. However, there was a "crack" in the delivery catheter system (dcs) and the capsule was unable to be opened any further. The dcs was withdrawn into the descending aorta and was able to be closed. The valve system was retrieved from the patient, and a new valve system was used to successfully complete the implant procedure. Of note, there were no anatomical peculiarities, no kinking in the aorta, and the access vessels were normal. No adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical product: product ID: evproplus-29; product lot/serial number: (B)(6); product type: heart valves product ID: evproplus-29; product lot/serial number: unknown; product type: heart valves; implant date: (B)(6) 2023. Product ID: d-evprop23-29; product lot/serial number: unknown; product type: heart valves product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve partially deployed within the capsule. The handle was intact. The device was received with the capsule partially opened. There was a bend to the stability shaft. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. The handle could not be fully advanced or retracted, and resistance noted during testing. There was no reaction from the capsule in response to the handle being advanced or retracted. When attempting to deploy the valve, the handle would meet severe resistance and the increasing pressure on the end cap clips was visible due to a slight gap forming at the end cap. A section of the stability shaft between 89.7cm and 92.5cm proximal to the nosecone tip had bumps on either side of the shaft, with one piercing the stability layer. The front grips were re moved, and the outer shaft was cut just proximal to the capsule to remove the stability shaft. Resistance was noted during removal and scratching could be heard from within the stability shaft. An area on the outer shaft with a tortional kink and damaged to the outer shaft threading emerged from the stability hub. The stability shaft was fully removed and the area of the shaft with the tortional kink was measured as 89.7 to 92.5cm proximal to the nosecone tip, matching the area with the bumps found initially on the stability shaft. The area of the stability shaft where the bumps were noticed was cut away and damage to the inside of the shaft and lifting of the stability shaft inner threading were visible. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10 - conclusion: a device history record (DHR) review was performed for this event. Based on the device DHR review performed on the device, there were no correlations/ issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Fluoroscopic cine loops of the valve load inspection, pre-implant balloon dilatation (pid) and implant were provided for review of the event described. Patient summary was not provided for anatomical review. Based on additional information provided, during a second deployment attempt, the delivery catheter system¿s (dcs) ¿spine shafts¿ cracked. The valve could not be deployed any further, but instead only be re-sheathed. This behavior is consistent with a safety mechanism built into the evolut dcs and designed to protect the patient when the mechanical stress in the dcs shaft gets too high. When triggered, the dcs¿s internal screw gear gets disconnected from the deployment mechanism and the valve can only be resheathed, not deployed ¿ which appears to have happened in the described scenario. In a still frame from a fluoroscopic clip showing the second deployment attempt, the bioprosthesis¿ inflow section seems to stand out to the left, while the pigtail catheter continuously appears to be very close to the valve frame. Based on that footage, also an interaction between the native leaflets, valve frame, pigtail catheter or the capsule becomes a possibility: e.g. A native aortic leaflet or the pigtail catheter may have gotten stuck in the capsule during the first valve re-sheath. An event like this could certainly have introduced increased additional mechanical stress within the dcs during the second deployment. During medtronic¿s rigorous quality control process, no damage was detected in the used evolut system previously. The dcs tracking through the "patient¿s" reportedly tortuous anatomy or accidentally catching on a native leaflet or pigtail catheter during the first resheath, both could have introduced excessive mechanical forces into the evolut system which certainly were high enough to trigger the safety mechanism and perhaps even to break the spines. By replacing the complete evolut¿ system, the implant team adhered to medtronic best practice recommendations. Except for a procedural delay, no adverse patient effects were reported. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The subject dcs was returned for analysis. Torsion marks are observed on the outer shaft. Torquing the device can contribute to increased system forces. The evolut pro system instructions for use gives the warning - do not rotate the catheter as it is advanced. The torsion marks observed on the dcs further indicate that the dcs was torqued during use. The break in the spine wire would prevent the force from the handle transferring to the capsule and as a result, prevent the capsule from closing. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or as a result of a misload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.